Manufacturer narrative:
The returned device was evaluated and the investigation found that the device was damaged in several locations. Several cracks were found in the housing of the omnipod and the soft cannula was found to be damaged. Corrosion was present inside the pod on the pcb. The pod¿s data was not able to be downloaded due to the corrosion. The cause of the failure could not be determined. Qualification records were reviewed, and the product met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Customer reported his blood glucose reached 411 mg/dl. The pod worn between 4 and 24 hours.